Event description:
Complainant alleged that while attempting to cardiovert a pt with an induced ventricular tachycardia heart rhythm, the device did not discharge on first attempt to shock the pt at 360 joules. The device successfully discharged at 360 joules upon the physician's second attempt to cardiovert the pt. The pt was successfully cardioverted and there was no adverse effect to the pt as a result of the reported malfunction.